Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with symptoms of pain, inflammation, and insertion site infection. The customer had contact with a healthcare professional who performed a ¿small¿ operation if the sensor needle was left in the skin (there was no piece of the needle in the skin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. Dhrs for fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre and fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with symptoms of pain, inflammation, and insertion site infection. The customer had contact with a healthcare professional who performed a ¿small¿ operation if the sensor needle was left in the skin (there was no piece of the needle in the skin). There was no report of death or permanent injury associated with this event.